Event description:
It was reported that, after a tha was performed, the ech por 190mm str sz 13 that was implanted, broke. The current state of health of the patient is unknown. No medical intervention has been reported at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information added: d10 (concomitant products added). H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, the patient had a left total hip arthroplasty on an unknown date. A broken echelon stem was reported. No information regarding an intervention has been reported. The undated x-ray was reviewed and confirms the reported broken stem as well with the radiolucency and changes in the cortex there is possibility that there has been micromotion prior to the broken stem; however, a clinical root cause of the reported breakage cannot be confirmed. With the limited information provided, and unknown time implanted, the patient impact beyond the reported event cannot determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery section that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of cracking, or fracture of implant components. Also, implant fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection procedure, the final inspection includes the verification of part configuration per print. Also, material specification, the quality and manufacture of porous coated cobalt-chromium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.